Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima bilary stent was used during a drainage and bile passage procedure performed on (B)(6), 2011. According to the complainant, during the procedure, when the stent was attempted to be released in the common bile duct, the guide catheter stretched and broke. The suture also broke and the stent was deployed, but with difficulty, to complete the procedure with this device. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was noted to the device. It was also reported a jagwire (bsc) was used during the procedure; it was confirmed there were no issues with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The delivery system was returned for evaluation; the stent component was not returned. The suture was noted to be detached from the push catheter and was also not returned. Visual evaluation of the device revealed the suture hole of the push catheter to be torn. The push catheter was also noted to be kinked in the middle and at the distal end. The guide catheter was noted to be stretched and broken near the proximal end. The broken proximal piece of the guide catheter was returned loaded with a guidewire. The guidewire could not be removed due to the guide catheter being stretched. No damage was noted to the guidewire. A kink and suture impression were noted in the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during the attempted deployment, which may have lead to difficulty experienced when attempting to release the stent. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima bilary stent was used during a drainage and bile passage procedure performed on (B)(6), 2011. According to the complainant, during the procedure, when the stent was attempted to be released in the common bile duct, the guide catheter stretched and broke. The suture also broke and the stent was deployed, but with difficulty, to complete the procedure with this device. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was noted to the device. It was also reported a jagwire (bsc) was used during the procedure; it was confirmed there were no issues with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
: The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date.although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.